Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood visible on the hub, shaft, balloon, and in the guide wire lumen. There was contrast on the shaft and in the inflation lumen and loosely folded balloon. This is consistent with preparation and use of the product in the patient anatomy. There were multiple kinks throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. There was no other damage noted to the balloon catheter. The sidearm was labeled as a 2.50 x 20 lot 0091661 consistent with the reported information. The packaging materials were not returned with the device. A new indeflator filled with water was used to pressurize the balloon to nominal pressure of 8 atmospheres (atm). The outer diameter and length of the balloon were measured did not meet manufacturing criteria (undersized). The balloon markers were aligned with the balloon shoulders. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The investigation is ongoing.

Event description:
It was reported that the physician does not feel that the balloon length meets the specs on the packaging. It is his opinion that the balloon appears shorter. The device was used for the procedure and is returning for analysis. No patient effects were reported. No additional information was provided.